Manufacturer narrative:
(B)(4). Foreign: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up report will be submitted. Product not returned.

Event description:
It was reported that the instrument was fractured upon opening it. The instrument cannot be used properly. Attempts have been made and additional information on the reported event is unavailable. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d10, g3, g7, h1, h2, h10 visual examination of the returned product identified the product has not been cycled and the suture line is loosely attached to the needle. There is an anchor at the needle tip opening along with the suture line tangled around it. Inspection of the shaft found it to be bent becoming disassembled which caused it to be broken/fractured. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.